Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The apl diaphragm wase replaced to resolve the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported that the adjustable pressure limit valve was intermittently sticking causing an over delivery of pressure in the patient circuit. There was no report of patient injury.